Event description:
It was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-jul-2018. This spontaneous case was reported by a physician and describes the occurrence of groin pain ("left inguinal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced groin pain (seriousness criteria medically significant and intervention required) and genital injury ("right tube: under implant mucous injury"). The patient was treated with surgery (total bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the groin pain and genital injury outcome was unknown. The reporter considered genital injury and groin pain to be related to essure. The reporter commented: implant inserted on (B)(6) 2009, responsible for left inguinal pain. On consultation on (B)(6) 2018, the patient asked for essure removal. Diagnostic results: total bilateral salpingectomy on (B)(6) 2018: left tube: tubal integrity. Right tube: under implant mucous injury. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-jul-2018 for the following meddra preferred term: groin pain. The analysis in the global safety database revealed 11 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1810513) on 03-jul-2018. The most recent information was received on 10-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of groin pain ("left inguinal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced groin pain (seriousness criteria medically significant and intervention required) and genital injury ("right tube: under implant mucous injury"). The patient was treated with surgery (total bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the groin pain and genital injury outcome was unknown. The reporter considered genital injury and groin pain to be related to essure. The reporter commented: implant inserted on (B)(6) 2009, responsible for left inguinal pain. On consultation on (B)(6) 2018, the patient asked for essure removal. Diagnostic results: total bilateral salpingectomy on (B)(6) 2018: left tube: tubal integrity. Right tube: under implant mucous injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of ptc. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1810513) on 03-jul-2018. The most recent information was received on 24-sep-2018. This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("right tube: under implant mucous injury / on right tube the implant was on sub mucous effraction / perforation was unilateral on the right") in a 49-year-old female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with groin pain. The patient was treated with surgery (total bilateral salpingectomy via laparoscopy with essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: implant inserted on (B)(6) 2009, and according to the patient it was responsible for left inguinal pain. On consultation on (B)(6) 2018, the patient asked for essure removal. Diagnostic results: the incorrect position of essure was diagnosed on (B)(6) 2018 via laparoscopy for bilateral salpingectomy: left tube: tubal integrity. Right tube: under implant mucous injury. No organ or intra-abdominal structure was performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: perforation questionnaire received. Reporter and patient¿s information were updated and diagnostic result was added. Furthermore the event ¿genital injury" was updated to ¿fallopian tube perforation¿, and ¿groin pain¿ was considered as symptom. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.